Manufacturer narrative:
Product ID: 37081-60, serial# (B)(4), product type: extension. (B)(4).

Event description:
Additional information received reported the event was related to the neurostimulator. It was unlikely related to the procedure. This had resulted in in-patient or prolonged hospitalization. No extension was changed. Troubleshooting was done, an x-ray was performed which confirmed the device was in position and the patient saw a manufacturing representative who went through the recharge process and also could not get connection. The recharger equipment was changed. The implant depth was checked and implant was easily felt. The device was not flipped over. Therapy was suspended. The device was going to be returned. The implant needed recharging; there was an empty battery sign but not an overdischarge. The implant was easily charged following removal. The patient was not in cycling mode. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 37081-60, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery had reduced capacity due to over discharge.

Event description:
Additional information received reported that the patient was unable to get black boxes due to a raised bmi (60 inches (approximately 150 cm), 88.8 kg).

Event description:
It was reported the patient was unable to recharge. There was poor coupling and the patient was unable to get adequate black boxes. The device was interrogated in (B)(6) and they were unable to obtain any bars. The device was again interrogated in (B)(6) and they were able to obtain two bars but they were lost after a few seconds. Device interrogation in (B)(6) revealed no bars. The stimulator was replaced as an intervention. No patient signs or symptoms were reported. The etiology was the recharging process and was noted to be related to the device, therapy, and procedure. The event was ongoing. If additional information is received on outcome a follow-up report will be sent.